Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified the 2.9 mm p-lck returned of the suture anchor, biocomposite pushlock® 2.9 x 15.5 mm had broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder stabilization bankart lesion surgery the anchor ar-1923bc (lot: 15244879) broke apart during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.